Event description:
Clincal services reported that three hours into the treatment "a wooshing sound was heard. When the technician checked on the pt, she found the blood pump segment to be worked up into the pump segment. A kink was noted in the segment. The spun hematocrit resulted in cherry colored serum. Pt experienced some chest pain. The treatment was stopped and restarted with a new bloodline. The chest pain continued and the pt was transferred to the hospital and admitted." The director of nursing left the roller clamps on the pump segment were not tight enough. The pt is to have a cardiac catheterization performed. Cardiac enzymes were elevated. The sample is available for evaluation.